Event description:
The surgeon reported that the pt experienced poor performance. Programming issues, x-ray, and tomography revealed that device electrode array was out of the cochlea. During repositioning surgery to correct the placement of the electrode array, the electrode array was damaged and the pt's device was explanted. Device reimplant of the contralateral ear will be pursued.